Manufacturer narrative:
This is 1/2 reports.

Event description:
It was reported that during the procedure the physician was unable to see the subject stent body, thus physician used another stent, and friction was experienced during its advancement through the microcatheter. When the physician withdrew the microcatheter, it was discovered that the subject stent got deployed in the shaft of microcatheter connected with the second stent. The microcatheter and the stents were replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1/2 reports (1st MDR) d9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. The stent introducer sheath distal tip was intact. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician initially used coil embolization combined with a 2.5×15 stent (subject device) for assisted embolization. During the delivery of the subject stent through the microcatheter, the physician did not observe the stent body. After withdrawing the entire system outside the body, the physician confirmed the lumen status of the microcatheter using a guidewire and found no stent detachment. However, due to the persistent aneurysm hemorrhage, the physician decided to change the strategy and use a 3.5×20 stent to occlude the posterior communicating artery. When delivering the second stent through the same microcatheter, the physician encountered excessive resistance. After withdrawing the stent, it was found that the first stent had deployed and become stuck inside the microcatheter. Both stents, connected together, were withdrawn'. Note: the first stent, the 2.5x15cm stent, is the subject device of this investigation. The subject stent was returned for analysis in a deployed condition and was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent at the proximal and distal ends of the wire. Given the event description and the condition of the analysed device sub-components, it is likely that the introducer sheath was set up correctly as reported in the follow-up good faith efforts (gfe) responses. This is also supported by the lack of damage noted to the distal tip of the sheath. However, this may also indicate that there was inadvertent proximal movement of the sheath if the vent cap of the rotating homeostasis valve (rhv) was not sufficiently tightened. This could then lead to the stent partially deploying as it transfers from the sheath into the microcatheter lumen. This is often the reason why the stent begins to experience resistance/friction during advancement. And this, in turn, leads to the stent becoming deployed in the microcatheter lumen when the sdw is retracted against this resistance. The user stated that they had checked the lumen of the microcatheter using a guidewire and were unable to detect the presence of the stent. However, when the second stent was being advanced, it encountered resistance and, upon removal of the stent, it was found to be entangled with the 2.5 x 15mm subject stent. Therefore, the guidewire used for the lumen check failed to detect the present of the deployed stent. This could occur if the guidewire was too thin and passed through the stent (unlikely) or if the guidewire was not advanced through the entire length of the microcatheter lumen. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the 'as reported' 'stent deployed prematurely during use' and 'as analysed' 'stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿ codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure the physician was unable to see the subject stent body, thus physician used another stent, and friction was experienced during its advancement through the microcatheter. When the physician withdrew the microcatheter, it was discovered that the subject stent got deployed in the shaft of microcatheter connected with the second stent. The microcatheter and the stents were replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.